Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill message occurred after the cartridge was filled with 110 units. Customer's blood glucose was 160 mg/dl. A new cartridge was loaded to address the event and insulin delivery was resumed.